Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and identified as requiring reloading. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.